Manufacturer narrative:
Product analysis: visual and optical examination of the ibt balloon identified a longitudinal cut almost the entire length of the balloon. The morpho logy, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters.

Event description:
It was reported that during a balloon kyphoplasty procedure at levels l2 and l3, the ibt was inflated to approx 150 psi and 5 cc when rupture occurred. Patient is not reported to be allergic to contrast medium. No patient complications were reported and the procedure was completed successfully.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.